Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was being prepared for use in a procedure performed on (B)(6) 2023. During preparation, the technician found a hole in the balloon upon attempted inflation prior to inserting the balloon in the patient. The procedure was completed with another re wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block e1: this event was reported by the (B)(6). The healthcare facility is: (B)(6) hospital (B)(6). Phone number: (B)(6). Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.